Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable" clamp tubing. Per reporter, the pump had been stopped, settings were reviewed, and the pump was restarted and confirmed to be running. Reporter stated that the patient had experienced multiple "no disposable" alerts over the past month. Reservoir volume had been 98.9 ml, the rate set at 5.4 ml/hr, with a total of 149.95 ml administered. No patient harm/adverse event was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.